Event description:
Patient is with a history of bilateral sensorineural hearing loss who had previously undergone right cochlear implantation. Her performance has been poorer than expected, with testing suggesting a failure of the internal device.